Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Explanted date - still implanted. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2013-00087 / 00089).

Event description:
It was reported that upon review of surgical case performed in (B)(6) 2013, it was discovered that the rod was dislodged from three pedicle screws. Patient outcome: no information has been provided at this time.